Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left subclavian artery. After a non-bsc guide wire crossed the lesion, a 10.0mmx20mmx80cm sterling¿ balloon catheter was advanced for dilatation. There was no kink prior to use and no resistance was encountered. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured and a hole was noted at the tip of the balloon. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).